Event description:
This case occurred outside of the united states, in malaysia. According to the information received, a patient was injected on (B)(6) 2022 with a teosyal redensity ii in the tear troughs ((B)(4)) and teosyal rha 4 in the cheek (present complaint). On the day following the injection, the patient reported a swollen face, with a gradual increase in size, first in tear trough, followed by full face. The doctor prescribed radio frequency on day 3 and the following medication: t.piriton (4mg of) ¿ on (B)(6) 2022; t.prednisolone (30mg is) ¿ on (B)(6) 2022; t.frusemide (20mg if) ¿ on (B)(6) 2022. The doctor requested medical assistance and was put in contact with a medical expert who advised a course of corticosteroids treatment. On (B)(6) 2022, we were informed that the patient travelled to singapore for work and went to see a doctor (general practitioner) there for her symptoms as well. The doctor in singapore advised the patient to stop the steroid medication and prescribed her the following medication: rotozyme, cetrizine 10mg, amoclav 625mg. After taking the medication, the swelling subsided slightly. On (B)(6) 2022, we were informed that the patient¿s left under eyelids had blister and that underneath that area the filler seemed to have hardened and become lumpy and warm on touch. The patient felt slightly painful. The right side was swollen but no lump or blister was reported. The patient defaulted her steroid that morning, but the injector asked her to retake it. On (B)(6) 2022, the injector informed us that the patient was still complaining about pain and hardening of the filler under the eye, despite 5 days of corticosteroids treatment. On (B)(6) 2022, we were informed that the swelling had subsided about half after injections of hyaluronidase. At the time of this report, the patient was still being monitored.